Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead dislodged. The lead was explanted and replaced successfully. No additional information was available.

Manufacturer narrative:
(B)(4)

Event description:
New information stated that the lead had exhibited high capture thresholds.